Manufacturer narrative:
On 06-dec-2025, mentor received additional information about the event: - the suspect medical device is a mentor smooth round high profile 380cc saline breast prosthesis, catalog # 3503380, PMA # p990075. Two lot numbers were reported: 5793977 & 5777021. It is currently unknown which lot number belongs to the left breast implant, and which lot number belongs to the right implant. A manufacturing record evaluation (mre) was performed on both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the patient underwent bilateral explantation on (B)(6) 2025. On 17-dec-2025, mentor received additional information about the event. An implantation date (B)(6) 2008) was provided. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses and suffered several unexplained systemic symptoms, including brain fog, dry eyes and mouth, metallic taste, fatigue, weight gain, hair loss, back pain, sharp pains in chest and around breast implant, hormonal imbalance, and shortness of breath. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-jan-2026, mentor received additional information about the event. It was clarified that lot #5777021 corresponds to patient¿s left breast prosthesis and lot #5793977 corresponds to patient¿s left breast prosthesis. The field in block d has been updated accordingly. Manufacturer¿s reference number: (B)(4).